Event description:
It was reported that the device was used during a laparoscopic colectomy. The surgeon was transecting the colon, after the first squeeze of the device, it locked out. The knife did not advance. The surgeon could not retract the knife or open the jaws. A new device with new reload was inserted by the surgeon. He fired across the colon to remove the device from the tissue. The surgeon then removed the device and trocar at same time from the patient. The case was completed with the second device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incomplete-interrupted firing the analysis found that one (B)(4) device was returned with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received partially fired. In addition, a xcel 12 mm trocar was received on the shaft. The device was received articulated, with the anvil closed and with the indicator in 1 position. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Once the device is opened the device can be de-articulated. The device was tested for functionality in the straight and articulated positions with test reloads and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted.